Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an ¿error 1¿ message. Per the owner¿s booklet this error message appears when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the error message appeared on (B)(6) 2013, at 6am. The patient manages her diabetes with insulin. It is not known if the patient made any changes to her usual diabetes management regimen after the error message appeared. The patient reported developing symptoms of blurry vision and feeling sweaty several hours after the error message appeared; however, denied receiving medical treatment. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.